Event description:
During normal follow up externalized conductors were noted via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.